Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had intermittent button response due to corroded keypad traces. The back light functioned properly. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
The customer reported the moisture damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he was in the shower, placed his insulin pump on the sink and got out, it was foggy later noticed moisture. The customer began getting no delivery alarms and keys were unresponsive. The customer was advised that the insulin pump will be replaced due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.